Event description:
The MFR received info from a third party service ctr alleging a ventilator's display screen was blank. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's inverter board was replaced to address the issue.